Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose at time of incident was 193 mg/dl. Customer stated the alert occurred after initialization. After the troubleshooting was done, customer was advised to remove sensors because isig is still extremely low. Customer stated that the cannula was missing. The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 193 mg/dl. The customer stated introducer needle was hard to remove. The customer stated that the sensor cannula is not intact. Customer was advised to return the sensor and we replace it.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. A visual inspection was performed and found the sensor complete, no missing parts were observed during our analysis. However, unable to confirm the insertion needle complaint due to the insertion was not returned.